Manufacturer narrative:
Original "become aware date" was 06/05/2019. Additional information received 07/01/2019. The product was sold to the consumer branded as a philips sonicare toothbrush brush head however the product was determined to be counterfeit. Therefore, no information is currently available describing the actual product brand name, product code, common device name, model number, serial number, or manufacturer contact information. The reporting manufacturer is philips oral healthcare. The actual manufacturer is unknown. It is not known how the counterfeit product was manufactured and whether or not it was reprocessed. The reporting manufacturer is philips oral healthcare. Philips oral healthcare did not manufacture the product that was returned for analysis. The complaint came from a consumer in the (B)(6). The actual date of manufacture is not known at this time as the product has been identified as counterfeit. The product was marketed to the consumer as a reusable replacement brush head. Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that a counterfeit brush head was identified as the root cause of the consumer's complaint.

Event description:
Consumer stated that their toothbrush head snapped off during use causing a potential choking hazard. No serious injuries were reported.